Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found "mobile view station (mvs) not connected" displayed on pendant when umbilical cable connected. The umbilical cable was replaced and system tested and passed all checks. It was put back into use. The damaged cable was sent back to the manufacturer for evaluation. Confirmed "no communication" cable failed gbit and 100t test "remote not found"; failed continuity test; lemo pins 4 and 5 wires both disconnected. Scrap, umbilical cable is too discolored to clean. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) received a call from the site that they were not getting the green check mark on the imaging system pendant for the mobile view station (mvs) when they were plugged in. Fse replaced the umbilical cable which resolved the issue. There was no patient present when this issue was identified.